Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "a female patient went to intensive care on 06 april 2022 for a metformin intoxication with acute renal failure in a context of gastroenteritis. The catheter was inserted on (B)(6) on left femoral. Patient was transferred to nephrology department on (B)(6). When she arrived in the department the bandage of the catheter was soaked in blood and was coming off. There was significant active bleeding. Please note that the patient had a heparin syringe pump. The bandage was removed by the nurse and observed that the infusion line was separated. The catheter was only attached by one stitch, because the second stitch was sewn to the skin without holding the catheter. As soon as the nurse noticed that the bandage was soaked with blood, she maintained manual compression for ten minutes; while awaiting the arrival of the doctor. As soon as the doctor arrived, the infusion line was clamped, then the catheter was removed. An occlusive compression bandage was applied. The patient was moved to trendelenburg position and left in bed for 1 hour, under increased surveillance." The patient's condition was reported to be fine.

Event description:
The complaint is reported as: "a female patient went to intensive care on (B)(6) 2022 for a metformin intoxication with acute renal failure in a context of gast roenteritis. The catheter was inserted on (B)(6) on left femoral. Patient was transferred to nephrology department on (B)(6). When she arrived in the department the bandage of the catheter was soaked in blood and was coming off. There was significant active bleeding. Please note that the patient had a heparin syringe pump. The bandage was removed by the nurse and observed that the infusion line was separated. The catheter was only attached by one stitch, because the second stitch was sewn to the skin without holding the catheter. As soon as the nurse noticed that the bandage was soaked with blood, she maintained manual compression for ten minutes; while awaiting the arrival of the doctor. As soon as the doctor arrived, the infusion line was clamped, then the catheter was removed. An occlusive compression bandage was applied. The patient was moved to trendelenburg position and left in bed for 1 hour, under increased surveillance." The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material was observed inside the extension lines. Visual analysis revealed that the distal extension line had separated around the middle of the extrusion. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform, which is damage consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The distal extension line became separated 17mm from the juncture hub. The catheter body total length from the juncture hub to the distal tip measured 219mm which is within the specification limits of 207mm-227mm per the catheter product drawing. The distal extension line inner diameter measured 1.1938mm which is within the specification limits of 1.140mm-1.24mm per the distal extension line extrusion product drawing. The distal extension line outer diameter measured 1.72mm which is within the specification limits of 1.68mm-1.78mm per the distal extension line extrusion product drawing. A lab inventory guide wire with a diameter of .877mm was inserted through the catheter body. Little to no resistance was observed as the guide wire passed completely through the catheter. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a separated extension line was confirmed through complaint investigation. Visual analysis revealed that the distal extension line was separated around the middle of the extrusion. The appearance of the separation was smooth and uniform. The appearance of the damage is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause is likely unintentional use error (contact with sharps). Teleflex will continue to monitor and trend for reports of this nature.